Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint via email was received. An adverse skin reaction was reported with the use of the abbott diabetes care (adc) device. The customer experienced having a large inflamed rash and "a raised red circle" at the sensor site. It is unknown whether the customer self-treated or received third-party treatment. There was no report of death or permanent impairment associated with this event.